Event description:
A technician reported that a surgeon has a pt with an unexpected postoperative refraction and postoperative astigmatism following bilateral intraocular lens (iol) implant surgery. There are two manufacturer's device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/16/2008 by phone and on 05/19/2008 by mail and by fax. A completed questionnaire was returned on 05/23/2008. This report was mailed to FDA on: 06/06/2008.